Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise resulting in multiple inappropriate shocks. There was also an allegation of low amplitude. The s-ICD system was explanted and replaced with a transvenous system. The device is not expected to be returned for evaluation.